Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited oversensing noise during a high ventricular rate (hvr) episode. No change or intervention was reported. The patient was in stable condition.